Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device was used as intended. Post operatively the patient was about to have a bowel movement and began to experience pain. They found that the anvil was left in the patient and it was about to pass. They manually removed the anvil and the patient is fine.